Event description:
The catheter was inserted on (B)(6)2009. On (B)(6)2009, the PICC line was found broken in the bed.

Manufacturer narrative:
Results: received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample and confirmed the area of the break had damaged jagged edges, cracks on the silicone molding, and slight flaring. The device history could not be reviewed as the lot number is unknown. Conclusions: the engineer concluded that the failure was contributed to and caused by stress (misuse/mishandling) to the catheter. Bd first PICC catheters are 100 percent inspected throughout the mfg process. Bd first PICC catheters are 100 percent pressure tested (flow/leak) to insure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specs to insure catheter strength and integrity. (B)(4)